Event description:
A foley catheter was placed in the ed about last month on evening shift. It was noted to be a difficult insertion but with good urine return. Initially, the urine was clear yellow then slightly blood tinged and then again returned to a clear yellow color. The balloon was noted to hold 10 ml, but only 8 ml was instilled as that was sufficient to hold the catheter in place. The patient was transferred from the ed to the nursing unit. The next morning the foley was found in the patient's bed with the balloon apparently ruptured. On closer inspection, the balloon appeared to be torn down the side.